Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarms multiple times during normal use. Blood glucose level at the time of the incident was unknown. The customer stated they called last friday about getting low battery alarm every few days and it happened about 3 times during the week. The customer also stated that it happened last night and again this morning. The customer also stated that it happened twice within the last 8 hrs. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.